Manufacturer narrative:
Complainant stated no treatment was provided at the emergency room. He was instructed to contact the manufacturer (nova biomedical). During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling. Keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. The nova max plus blood glucose monitor and test strips are expected to be returned for evaluation.

Event description:
Complainant reports that he took himself to the hospital ER because he was concerned with high blood glucose readings.

Manufacturer narrative:
The alleged deficiency could not be confirmed. The reported results were found in the memory of the returned device. Failure analysis of the returned product revealed that the nova max plus glucose monitoring device performed within specification. The complainant did not return blood glucose test strips from the lot in question. Qa retain glucose test strips from the same lot (1020917321) were utilized during the investigation. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strips to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program.